Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead was explanted due to a fracture. The lead was successfully replaced. No additional adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed a damaged insulation and stretched conductor coil 31 cm proximal to the lead tip, which most likely resulted from the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for the device was re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.